Event description:
Same case as MDR ID# 2134265-2014-08183 and 2134265-2014-08184. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified bsc coronary imaging catheter to visualize the unspecified lesion. During procedure, the imaging catheter was not pulling back on the sled. The physician noted that the plastic did not caught with the cog of the device. The sled was then changed to a new one and the catheter pulled back correctly and completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. No damages were found on the returned pullback sled. The motor drive unit (mdu) was able to properly connect to the returned sled. During functional testing using a test catheter, the sled was able to properly pullback and performed within specifications. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-08183 and 2134265-2014-08184. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified bsc coronary imaging catheter to visualize the unspecified lesion. During procedure, the imaging catheter was not pulling back on the sled. The physician noted that the plastic did not caught with the cog of the device. The sled was then changed to a new one and the catheter pulled back correctly and completed the procedure. No patient complications were reported.